Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 105 mg/dl. The customer's father stated that after receiving the button error, he was unable to clear the error using the keypad. The device may have been splashed by water prior to the alarm occurring. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump received with minor scratches on lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip and cracked reservoir tube.